Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for a routine follow-up. Upon interrogation, the right ventricular lead exhibited noise. The device was reprogrammed. The patient was referred to another doctor for lead replacement but the patient refuses. The patient was in stable condition.